Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon at a dose rate of 64 mcg/day via implanted infusion pump. It was reported that a pump refill was performed on (B)(6) 2024; however, 15.6 ml of drug was removed. A 3d CT scan was taken and a kink was suspected. The patient¿s spasticity had not worsened at all. Pump and catheter replacement were being discussed. It was further noted that it was strange that the spasticity did not worsen at all even though littler drug was delivered. The minimum dose rate was set per the manual. Regarding abnormal variability rate, the causal relationship to drug, catheter, pump, programming, and procedure was unrelated.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor indicated that the model number/serial number/lot number for the pump and catheter were asked but unknown. Actions/interventions taken to resolve the catheter abnormal variability rate and suspected catheter kink were asked but unknown. The suspicion of catheter kink was confirmed in 3dct. The cause of the issue/variability rate was unknown. It was also unknown if the issue had resolved. The pump and catheter were still in use with no return.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.